Event description:
It was reported that this pacemaker exhibited oversensing on the atrial channel. Additionally, pacemaker mediated tachycardia (pmt) were stored. It was noted these were correctly terminated by the algorithm. No adverse patient effects were reported. At this time, this device remains in service.